Event description:
Customer originally called to find out how to operate his multiclix lancet device. Upon review by the first level investigation unit, it was found that the properly seated lancet does not retract, protruding past the end cap, after firing. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.